Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired and with 14 b-formed staples on the cartridge deck. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open distal pancreatectomy procedure, two endocutters were used and both devices locked out when ready to fire across the tail of the pancreas. The tx30v device did not deploy any staples when fired. There were no patient consequences. After two staplers were opened and both had issues, a tx30v was opened; however, it had issues and the case was completed by over sewing to gain control of the bleeding. The causeways completed by over sewing.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.